Event description:
Endotracheal tube (ett) cuff rupture. Noticed immediately following intubation when cuff would not inflate. Size 7.5 ett. Straightforward intubation by new trainee under direct supervision of attending anesthesiologist and certified anesthesiologist assistant (caa). Tube removed and new tube placed. No desaturation, atraumatic intubation both times. Cuff inspection upon removal revealed rupture plainly visible.